Event description:
Additional information received reported that a culture had been obtained from the device pocket and the area was found to contain the organism ¿staph a.¿ the patient was reported as having redness, swelling, and pain at the pocket site. The infection was treated with intravenous and perioperative antibiotics and the patient underwent a pocket revision.

Event description:
It was reported the patient had an infection two years ago and was in the hospital. The reporter stated that at that time the device was eroding through the skin. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v535392, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial #(B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v535392, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v297527, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v297527, implanted: (B)(6) 2011, product type lead. (B)(4).